Event description:
It was reported that pump experienced malfunction alarm with code malf 12 and associated fault ID, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.